Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, bubbles and voids in the gel, crease flat and deformation. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: the unit is not rupture additional, changed, and/or corrected data: h.3, h.6.